Manufacturer narrative:
Reason for reoperation: rupture and textured to smooth exchange a review of the device history record has been completed. No deviations or non-conformances noted. The device related to the reported event of anxiety- product/ procedure and rupture was received on march 04, 2020 with lot number 1852264. Analysis of the returned device identified; opening curved, the weight the device within specification, and yellow particles in the shell. A visual and microscopic analysis was performed which identified; sharp opening on posterior and creases flat. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp opening on posterior assessed as an unidentified (tear) opening. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side rupture and textured to smooth exchange. The device has been explanted.